Manufacturer narrative:
It was reported to philips that the device does not work, possible power issue. The bench technician evaluated the device. The problem could not be reproduced. However, when the automatic test summary as checked , it was found that the AED had failed and that the battery failure had occurred a number of times. The evaluation of the device found a related battery issue and the battery should be replaced. The customer has requested device back without a new battery. The device was sent back to customer. No further action at this time.

Event description:
It was reported to philips that the device does not work, possible power issue. There was no patient involvement.